Manufacturer narrative:
Results: fowler, release bracket, brake cams.

Event description:
It was reported by service report that the fowler would not lower and the brakes were not holding. No patient involvement or adverse consequences are reported.